Event description:
Olympus was informed that five days after the patient had taken the ec-1 the physician had not been able to confirm the elimination of the ec-1 from the patient's body. The facility had performed the x-ray to the patient and found the ec-1 in the patient's ascending colon. The facility had scheduled the colonoscopy to retrieve the ec-1.

Manufacturer narrative:
The referenced device was not returned to olympus medical system corp (omsc) for evaluation. The exact cause of the patient's outcome cannot be conclusively determined, however, the image was recorded without any problem and the physician considered that the device had no defect. Furthermore, it was known from the facility's report that the patient had excretory failure due to having a diarrhea and hardened feces. There is the possibility of this phenomenon is attributed to the underlying condition (decreased gastrointestinal functioning) of the patient. Also, omsc checked the manufacture history of the subject device. There was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted asa medical device report in an abundance of caution.